Manufacturer narrative:
(B)(4). Date sent: 7/2/2025. B3: publication year of 2002. D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: the usefulness of a harmonic scalpel(r) for hemorrhoidectomy. Author(s): choe, kyu hyung, kim, yu yong, chang, EU myung. Citation: journal of the korean society of coloproctology 2002;18(1):10-14. The aim of this study was to compare conventional scissors and harmonic scalpel r (ethicon endo-surgery) hemorrhoidectomy. 205 patients were included in the study and were assigned to 2 groups in consecutive order. The group was divided into group a (harmonic scalpel(r) excision; n=101) and group b (conventional scissor excision; n=104). All other aspects of surgery and anesthesia were standardized. Intramuscular opiate was available on demand during the postoperative period, and analgesic requirements were also recorded. Reported complications included urinary retention (n=?), fecal impaction (n=?), skin tags (n=?) And secondary hemorrhage (n=1). In conclusion, the harmonic scalpel(r) excision significantly shortens the operative time for hemorrhoidectomy with less blood loss and postoperative pain without remarkable early or late postoperative complications.